Manufacturer narrative:
The medical center did not return the impella pump product or echo or MRI imaging for analysis. No root cause could be determined for the impella pump presumed valve damage. Should the medical team furnish more details, that lead to root cause, a final report will be filed.

Event description:
The medical center had an impella 5.5 support on-going for 5 days when it was explanted due the patient improvement. After the explant the abiomed field representative was notified of valve damage presumed to be caused by the impella pump. The aortic valve leaflet was damaged as observed by echo. The patient of note had the 5.5 pump repositioned on day 2 of the support, this repositioning may have cause the valve damage. The conclusion could not be confrmed. The patient was monitored by cardiac imaging in the MRI suite.